Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela was on a patient has a very hot inspiratory flow and transducer error appeared on the screen. The patient was transferred to another ventilator. As of this time, is no information about patient harm associated with this reported event.